Event description:
Boston scientific received information that the patient implanted with this pacemaker was exhibiting high rate brady pacing around 120 to 130 beats per minute (bpm). In addition, the device was not reacting appropriately when a magnet was applied. Attempts to obtain further information have been unsuccessful at this time. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received from the field that the patient's ventricular pacing was at rates above 100 paces per minute (ppm) but below the maximum tracking rate (mtr). The device was less than a month old and functioning appropriately. The patient had intermittent periods of sinus tachycardia and was tracking one to one at higher rates due to dynamic atrioventricular (av) delays. The field representative reported the programming was adjusted to allow intrinsic conduction at higher rates. The patient had no adverse effects and was hospitalized for other non device related reasons. This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.